Event description:
The customer reported that the device shuts down. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device shuts down. There was no reported pt involvement. The device was evaluated by a philips field service engineer and the complaint was verified. The battery was replaced to resolve the issue. The device passed all post servicing testing and was put back into service. We are considering ths a battery malfunction that caused the device to shut down.